Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:45:50. During night drain cycle 5, the patient's ultrafiltration reading was 578ml, indicating the home patient (hp) drained 578ml more than their maximum programmed fill volume of 900ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.